Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results are inconclusive. Per the initial reporter, the exact cause is unknown. The physician believes that the bleeding either came from a left ventricular puncture from either the bav or delivery system, or it was caused by an av groove dissection caused from the patients significant mitral annular calcium. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
As reported, this was an open valve placement in a mitral annular calcium case. There was no device or procedural complications. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. Additional information indicated the patient expired ''due to bleeding complications after the procedure''. The physician believes that the bleeding either came from a left ventricular puncture from either the bav balloon or the commander nose cone: or the bleeding was caused by an av groove dissection caused from the patient's significant mitral annular calcium.